Event description:
This is filed to report a leaflet perforation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with prolapsed anterior leaflet. Three clips were implanted with no reported issue. A fourth clip (xt) was advanced to the mitral valve. During grasping, it was noted that the posterior leaflet perforated. Mr was noted to increase due to the perforation. The clip was removed and a replacement xtw clip was implanted, reducing mr to grade 2. In the physician's opinion, leaflet perforation was due to patient¿s anatomy and age. After removal of the steerable guide catheter (sgc), it was noted that the atrial septum was slightly torn causing shunting. The septum was closed with an atrial septal defect (asd) occluder. There was no clinically significant delay during the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device referenced in b5 is filed under separate medwatch report number.